Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the objective lens leak. Based on the result, we concluded that it was caused due to the physical damage applied on the objective lens. In addition, our technician confirmed that the image cloudy (not clear view), the insertion flexible tube crushed, and the distal body leak; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure(fluid damage).